Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00613. It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00x24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, while attempting to cross the lesion, the stent was damaged. The device was removed and another 4.00x24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced. However, this stent also got damaged while attempting to cross the lesion. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient was doing well.